Event description:
Rec'd report of needle breakage during performance of a regional block. An anesthesiologist was performing a regional block in the inguinal region for surgery for inguinal hernia. During the procedure, the needle broke off in the pt, a small incision was made in the same area as the surgery was to take place, and the piece of needle was recovered.

Manufacturer narrative:
The needle was bent at the 60 degree angle and broken away from the hub. The needle was much too mangled to determine the cause of this complaint condition. Without a lot number a review of work order records was impossible. All records for incoming lots of 22 guage needles were reviewd for the last two years and no defects were noted.